Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 01-dec-1999, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 65 mg/ml concentration at 20 mg/day dose via intrathecal drug delivery pump for non-malignant pain and post spinal cord injury. It was reported that the hcp referred patient to different hcp for a catheter revision. The hcp believed catheter was occluded because actual reservoir volume (arv) was a larger amount than the expected volume from the clinician programmer. 15cc withdrawn from reservoir, expected amount was 4.5 cc. The hcp believed the excess volume was related to medication precipitating due to the high morphine concentration, morphine 65 mg/ml. No environmental/external/patient factors that may have led or contributed to the issue were reported. Diagnostics/troubleshooting was unknown. At the time of this report, the issue had not resolved and patient status was alive- no injury. The patient¿s concomitant medications included morphine 30 mg tablets, emergency room (ER) multiphase 24hr, 1-2 oral medication (po) daily and norco tablet 1-2, every 4-6 hours. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving morphine and clonidine. The concentrations were provided as ¿50¿ and ¿50 mg,¿ respectively. The dose was unknown. The indication for use was not provided. It was reported a premature alarm occurred. Of note, the report was titled ¿motor stall.¿ the event date was provided as (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed, a dye study was performed. The results were not provided. Regarding interventions/actions taken to resolve the issue, the pump was replaced on (B)(6) 2018. It was indicated the rep was in possession of the device and planned to return the device to the manufacturer for analysis. It was reported the issue had resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were not available. Additional information was received from the manufacturing representative (rep). The rep reported the alarm that occurred was a motor stall. Regarding the timeframe, the rep stated it had occurred the last time their colleague spoke with the patient, therefore in (B)(6). It was reported the motor stall may have contributed to the volume discrepancy. No information was provided from the doctor or medical staff regarding the rotor/dye study. The rep stated they would mail the pump back. It was indicated the information provided was confirmed with the doctor.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. The pump was returned and analysis found no anomalies were identified. If information is provided in the future, a supplemental report will be issued.